Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Later healthcare professional reported "rupture" confirmed by MRI.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" confirmed by ultrasound. Later healthcare professional reported "rupture" confirmed by MRI. This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d3, d6b, g1, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" confirmed by ultrasound. This record is for the right side. Device remains implanted and will be returned.